Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
(B)(4). Examination of the returned instrument confirms the complaint. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations pra-860-2009-hhe in march 2009 and dva-105642-hhe in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. The instrument was manufactured in december 2012; after the design improvement. Because there have now been failures reported involving the improved design, an additional preliminary risk assessment, dva-107766-pra was initiated in january 2013. The preliminary risk assessment concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Continue to monitor through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The end of impactor broke.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.